Event description:
It was reported that the system 9800md motorized c-arm had difficulty moving and the x-ray tube was noisy. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The fluoro function circuit board was replaced, software and calibration files were reloaded and the power supplies adjusted. The system was tested and found to be working as intended and placed back into service.